Event description:
The hospital reported that during a coronary artery bypass procedure, two of the ultima drivers were too stiff and did not work. The hospital did not report any pt effects. A replacement device was used to complete the procedure. Maquet cardiovascular anticipates the return of the product in question. Refer to MFR report # 2242352-2012-00099 for the first reported ultima device.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review could not be completed as the product lot number is unk. Internal file number - (B)(4). Items marked "ni" are unk to us at this time.